Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced nausea and dizziness. The cgm reading was 290 mg/dl, but the patient was unable to take a fingerstick reading as they did not have any test strips left. An ambulance was called and when a fingerstick was taken the cgm reading was 290 mg/dl, and the blood glucose reading was 590 mg/dl. The patient was treated with intravenous insulin and unspecified medication for pain. The patient was brought to the hospital where ¿findings¿ revealed a stomach infection and hyperglycemia. No specific diagnostic testing was reported. There was no indication that the stomach infection was a direct result from the inaccurate readings. The patient was discharged after 13 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.